Manufacturer narrative:
A getinge field service engineer (fse) was able to replicate the reported complaint. Discovered fiber optic extension cable was damage and fiber optic connector was damaged. In service order fse mentioned issue was not replicated but here fiber optic assembly is damaged which can be part of connection malfunction only so proceeding with connection malfunction. Fse replaced fiber optic extension cable assembly ((B)(4)). Unit passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. Patient involvement was unknown. The failure analysis and testing dept. Received part fiber optic sensor extension with a reported unit failure of pump not connecting to pressure. The reason for the pump not connecting to pressure is because the connector is damaged and the pressure cable will not fit securely in a damaged connector. Retaining the cable in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "user error".

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)pump not connecting to pressure. Customer reported pressure waveforms were not showing appropriately. Patient information, patient harm, manufacturer of balloon and event circumstance is unknown.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was able to replicate the reported complaint. Discovered fiber optic extension cable was damage and fiber optic connector was damaged. In service order fse mentioned issue was not replicated but here fiber optic assembly is damaged which can be part of connection malfunction only so proceeding with connection malfunction. Fse replaced fiber optic extension cable assembly. Unit passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received fiber optic sensor extension with a reported unit failure of pump not connecting to pressure. The reason for the pump not connecting to pressure is because the connector is damaged and the pressure cable will not fit securely in a damaged connector. Retaining the cable in the fat per procedure number 0002-07-d008 rev.an. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)pump not connecting to pressure. Customer reported pressure waveforms were not showing appropriately.